Event description:
It was noted that the patient had multiple health problems and had been admitted to the hospital originally with a chest infection. It was believed by the reporter that the chest infection was the patient's cause of death and that no allegations were made with vns, however no confirmation was provided by the patient's treating physician. No further relevant information was received to date.

Event description:
It was reported that a patient implanted with a vns device passed away at the hospital. It is unknown the relation between the patient's death and vns. No further relevant information has been received to date.